Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-01284 pertains to the other device. It was reported to boston scientific corporation that two rx cytology brushes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, for both device, during preparation of the device outside the patient, when the device was tested, the brush could not be retracted back into the catheter. These two rx cytology brushes were never used on the patient. The procedure was completed with a third rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. (B)(4) for the reported event: brush failed to retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the brush was bent and there were no kinks on the catheter. Functional evaluation found that the brush would extend but would not fully retract. When the handle was actuated to retract, the brush was initially stuck at the distal end of the catheter where the brush was bent. When further effort to retract the brush was applied, the brush retracted further but the distal end of the brush stopped close to the proximal end of blue paint marker. Review and analysis of all available information indicated the most probable root cause for this event was handling damage as manipulation of the device during unpacking/preparation/shipping could have caused the issues encountered. The device history record review found the device met all manufacturing specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-01284 pertains to the other device. It was reported to boston scientific corporation that two rx cytology brushes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, for both device, during preparation of the device outside the patient, when the device was tested, the brush could not be retracted back into the catheter. These two rx cytology brushes were never used on the patient. The procedure was completed with a third rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.